Event description:
As reported, during preventive maintenance on site of this hemosphere fore-sight module, the svo2 values obtained were out of range, it was expected to obtain values between 60% and 65% and the obtained value was 50%. No error message was displayed. No more available information. There was no patient involved. Patient demographics were unable to be obtained.

Manufacturer narrative:
The device of this complaint was received for evaluation. However, the investigation is ongoing, upon the end of the investigation a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preventive maintenance on site of this hemosphere fore-sight module, the sto2 values obtained were out of range, it was expected to obtain values between 60% and 65% and the obtained value was 50%. No error message was displayed. No more available information. There was no patient involved.

Manufacturer narrative:
Added: d4 (expiration date). Updated: b5 (event description), h6 (component code, investigation findings, investigation conclusions). The device of this complaint was received for evaluation. As received, the hemosphere fore-sight module was connected to sto2 simulators: cable 1 readings were accurate, however, cable 2 did not provide readings. Error messaged: "signal level too low, check tissue under sensor, and not physiological" were displayed. When a known working sense cable was installed as cable 2 there were no faults and the sto2 readings were in range. Moving and bending the cable did not cause any changes to the alerts. Further engineering investigation was performed. Based on this assessment, there is not enough evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. The failure is related with the use of the device when it was expired. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.